Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. Root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during drain 2. The tsr instructed the home patient (hp) to start over with all new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up, the hp stated they did start over with new supplies, and finished therapy fine. They stated they did not notice anything different with the supplies that could have caused the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.